Event description:
It was reported that prior to use with bd intima-ii¿ catheter 24g x 0.75in (y connector end cap, prn) the package was damaged, thus affecting sterility. The following information was provided by the initial reporter, translated from chinese to english: 2023.3.26 before using the detaining needle to conduct venipuncture for children, it was found that the external package of the detaining needle was damaged.

Manufacturer narrative:
H6: investigation summary: in response to the event reported a device history review was conducted for lot number 2216351. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd intima-ii¿ catheter 24g x 0.75in (y connector end cap, prn) the package was damaged, thus affecting sterility. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2023 before using the detaining needle to conduct venipuncture for children, it was found that the external package of the detaining needle was damaged.